Manufacturer narrative:
(B)(4). Evaluation summary: all three leaflets were cut from the valve. No visible calcification observed on leaflet pieces. Minimal host tissue was observed on stent outflow. Pledgets were also observed on sewing ring. No visible damage to wireform observed on xray. X-ray. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The explanted device was also returned and evaluated by edwards. Unfortunately, the root cause of this event could not be confirmed through visual observation. Although the root cause cannot be conclusively determined, the op report documents the patient developing diskitis after his surgery, which was likely the source of the infection. No further actions are possible with the available information.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 7 months due to prosthetic valve endocarditis. Per the op report, this patient is status post aortic valve replacement, who subsequently developed diskitis and secondarily was found to have a large mobile structure extending across from the ventricular level of the aortic valve, all the way through the valve itself. Patient also had 2 blood cultures which were positive. During explantation, the prosthetic valve was noted to be intact. There appeared to be a large fibrous structure attached just below the non and right coronary cusp, extending down onto the anterior mitral curtain. Subaortic region was also debrided to allow cicatricial narrowing to enlarge and allow for larger aortic valve to be placed. The annulus between the non and left commissure over to the mid right commissure was debrided. This was reconstructed with a pericardial patch, and a new edwards bioprosthetic valve was implanted. The patient tolerated the procedure and was taken to the cvicu in critical condition.